Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. There was one patient alert for out of tolerance (oot) subthreshold lead impedance on (B)(6) 2013. Programmer save-to-disk (s2d) data shows one alert for "svc defib lead impedance greater than 200 ohms" on (B)(6) 2013. There were two patient alerts for oot subthreshold lead impedance on (B)(6) 2013. Programmer s2d data showed two alerts for " left ventricular (lv) tip to rv coil lead impedance greater than 3000 ohms" on (B)(6) 2013. There were two patient alerts for oot subthreshold lead impedance on (B)(6) 2013. Programmer s2d data shows two alerts for "rv defib lead impedance greater than 200 ohms" on (B)(6) 2013. Concomitant products: product ID d314trm, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; product ID 419488, implantable pacing lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient went to the clinic after hearing device beep. The device alert was due to elevated right ventricular (rv) and superior vena cava (svc) defibrillation coils and left ventricular (lv) lead impedance values. It was noted the lv capture threshold had increased. Lv polarity is programmed lv tip to rv coil. The rv lead was reprogrammed. Both lead remain in use. No patient complications have been reported as a result of this event.